Event description:
The customer received questionable results for creatinine plus version 2, albumin generation 2, total protein generation 3, direct bilirubin and ldh (lactate dehydrogenase) for an unknown number of patient samples. Of the data provided, only the result for one patient sample for creatinine was discrepant and reported outside the laboratory. The initial result was 0.1 mg/dl and was reported. The sample was poured into a false bottom tube and repeated on the cobas c6000 analyzer and the result was 5.4 mg/dl. This result was believed to be correct. A corrected report was sent and the patient was not adversely affected. The creatinine reagent lot number and expiration date were not provided. The customer cleaned the water bath and sample probe, performed several probe washes and air purges and ran qc and several patient samples. All results were acceptable. He stated the issue was resolved and declined a service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.